Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2017 it was reported that the pump was not working. The pump was replaced and the patient was doing fine and was without injury. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. There were no known environmental, external, or patient factors that may have led or contributed to the issue. There were no known diagnostics or troubleshooting performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned for analysis and review of the pump logs confirmed multiple motor stalls occurred. Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse baclofen [2000.0 mcg/ml] at 624.5 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: patient code (B)(4) and device code (B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported in clarification of the ¿pump was not working¿ the healthcare provider indicated the patient was way more spastic on the evening of (B)(6). The patient was evaluated in the clinic on (B)(6), the pump stalled. The patient had experienced increased spasticity. The cause of the pump not working was determined to be stalled pump on telemetry. No further patient complications were reported.